Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence the pump experienced a failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 79 mg/dl. In addition, it was reported that the customer experienced a low blood glucose level of 45 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.